Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing and then the device was returned to the customer for use. Physio further evaluated the removed main pcb assembly and determined that the cause of the reported failure was due to a failure with an integrated circuit chip, designator u50.

Event description:
The customer reported that their device was showing its service wrench and had logged an event code which affects the critical functionality of the device. There was no patient use associated with the reported failure.